Event description:
Patient (nursing home resident) had fecal management device in place, but appeared to have stopped draining. Bag was changed from one included in the initial kit to a replacement bag, a large amount of stool drained. Manufacturer response for stool management system, dignishield stool management system (per site reporter). Equipment failure reported to bd customer service at 1-844-823-5433 on 4/12/24. Contaminated equipment was discarded due to infection control practices.